Event description:
Reporter called to report on hemodialysis machine that is being used in his facility called tablo made by outset medical. Reporter states while working in the dialysis unit in the hospital, he states the new tablo hemodialysis machines have only been functioning 15% of the time. There are issues with the circuit and have to be changed 8-10 in 24hrs. The access has negative pressure which would cause no return of blood and fluids. The filter screw fitting is loose and sucks 5-10% of air. There are about 11 hemodialysis machines and all of them have malfunctioned while being used on patients. Patients have received blood transfusion due to malfunctioning of the device.